Event description:
It was reported that there was a wrench alarm, a yellow battery advisory symbol and a red battery hazard alarm on the power module. The backup battery was replaced and did not solve the issue.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench and red battery alarms on the power module was not confirmed. The power module, serial (B)(6), was not returned for analysis. The provided information indicated that the backup battery was replaced, and it did not solve the issue. Additional information provided stated that there was no patient involved, the alarm did not resolve, and no product will be returned. No other documents or pictures were provided. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 23jun10. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. The manufacturer is closing the file on this event.